Event description:
It was reported that during preparation for use the bottom plastic connection of the tubing was found broken off. There was no pt involvement and no adverse consequences reported.

Manufacturer narrative:
The device has been received at the manufacturer for testing. An eval will be conducted, and a follow-up report will be submitted after the quality investigation.